Manufacturer narrative:
This report is submitted on february 14, 2020.

Event description:
Per the clinic, it was reported that the patient developed breakdown of the skinflap over the reciever stimulator, one month post-operateively. The wound was surgically closed (date not reported). Shortly after the surgical revision, a hematoma and infection developed at the wound site. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2019, for a duration of 30 days. Revision surgery is planned; however, yet to occur, as of the date of this report.

Manufacturer narrative:
Correction: the previous follow up (#2) (MFR report number 6000034-2020-00348) submitted on (B)(6) 2021, was filed inadvertently. This report is submitted on (B)(6)2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on 23 september 2020.